Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 516 mg/dl. Customer stated that the insulin pump had no delivery alarm. Customer was explained that there might be site related issue. Customer was advised to change the entire infusion set. Customer stated that the insulin pump was working properly. The insulin pump will not be returned for analysis.